Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: the keypad is disconnected, the flow setting cannot be adjusted and leakage of liquid into the control panel. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited that the keypad was disconnected, the flow setting cannot be adjusted, and there was leakage of liquid into the control panel. There was no patient involvement.